Event description:
It was initially reported that the physician was unable to communicate with two of his pt's devices, of which one was confirmed to be communicated with, at a later date. It is unk if the physician has since been able to use his programming system successfully since the reported event. Good faith attempts to obtain additional information have been unsuccessful to date.